Event description:
Technician found head section will not lower.

Manufacturer narrative:
The head section stuck at 45 degrees. The technician found angle tip on gas cylinder missing. Technician replaced gas cylinder to resolve.